Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. Access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 16 french to 20 french vascular introducer sheath. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
A male with previous history of urinary bladder cancer and creation of ileal conduit laparostomy had aaa repair in 2007. The patient's pre-procedure diagnosis states that both common iliac arteries were thin. There was stenosis in the right iliac artery, which discouraged the physician from inserting the main body delivery system via the right common iliac artery. The left common iliac artery was calcified in the vicinity of the bifurcation of the internal iliac artery. During the aaa repair, physician had difficulty inserting the main body delivery system, however, the quickly narrowing calcified part disabled the delivery system from being advanced further. The physician then attempted to insert the main body delivery system via the right common iliac. Dsa revealed a dissection in the right common iliac so access site was revered to the left and physician conducted pta and attempted to advance the delivery system again. It failed again. At this time the physician decided to suspend the procedure to avoid risk of vascular rupture and before suspension, conducted pta for hemostasis in areas or dissection in both common iliac arteries.